Manufacturer narrative:
Device evaluation: the complaint product was not received. The customer provided photos were evaluated. The photos displayed the suspect lens stuck in the cartridge tip and overridden by the plunger rod. The plunger rod was observed to be protruding out the side of the cartridge and was bent. The cartridge was torn. The lens could be observed to be damaged. Further evaluation could not be performed as no product was received. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the injector on the preloaded johnson and johnson (jnj) intraocular lens (iol) split upon insertion of the lens resulting in the iol being fractured. The fractured on the lens occurred prior to inserting into the eye. Consequently, the iol was removed with no harm to the patient. Johnson and johnson performed follow-up to get additional details, but a response has not been received. No further information is available.